Event description:
A trilogy 100 ventilator device was returned to the manufacturer for evaluation and routine service. During evaluation of the device an internal battery error was identified. There was no patient harm or injury reported. No repairs were performed as the device was scrapped by the service center after the evaluation was completed.